Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 450 mg/dl on (B)(6) 2026. Cause was not known. Customer was under observation in the ER to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.